Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion secondary to increased thresholds. The leadless ipg was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.